Event description:
It was reported by the customer via emergency support program line, that the intra aortic balloon (iab) sensation plus 40cc had a difficult or unable to monitor arterial pressure waveform and kink. There were no patient harm or injury was reported.

Manufacturer narrative:
(B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).